Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up with pocket infection. It was suspected that the pacemaker and leads might have caused the infection. On (B)(6) 2018, the pacemaker, right ventricular lead, and right atrial lead were explanted. Patient was stable and will continue to be monitored.